Event description:
Patient reported right side "really worried", "in such fear, I have suffered such sleepless nights and anxiety ", rupture, "silicone in... Lymph nodes", "build up of scar tissue", and pain. Device has been explanted.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported right side "really worried", "in such fear, I have suffered such sleepless nights and anxiety ", rupture, "silicone in... Lymph nodes", "build up of scar tissue", and pain. Device has been explanted.